Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported ' no upstream occlusion alarm occurred' which was reproduced during evaluation. The cause was determined to be an out of specification upper reading and lower reading of the ultrasonic sensor. The ultrasonic sensor failed calibration and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump blue slide clamp was mostly closed, but no upstream occlusion alarm occurred. Oxytocin (medication, programmed amount and delivery rate unknown) therapy was delayed to the labor patient the event happened during delivery at the labor and delivery department. The IV was checked when the patient did not progress, and the pump was replaced. The customer biomedical technician tested this pump and was able to get only one upstream occlusion alarm. The clamp was removed and cleared the alarm but did not get any subsequent upstream occlusion alarms when he clamped the tube above the pump. The event happened during delivery at the labor and delivery department. There was no known patient injury or medical intervention associated with this event. No additional information is available.